Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced an adverse event on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient stated that their blood sugar was really high, the sensor fell off and they were driven to the hospital. The patient was placed on an IV, given insulin, xanax, lisinopril and blood pressure medication. The patient was sent home after 5 hours and had a blood sugar level of 300mg/dl. At the time of contact, the patient was experiencing high anxiety. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the patient experienced a red, itchy and inflamed skin irritation on the abdomen on (B)(6) 2015.